Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon was advanced for dilatation. However, during inflation up to 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another nc balloon catheter. There were no patient complications reported and the patient status was stable.